Event description:
Two unused prostar xl devices were received for representative sample evaluation. One device was noted to exhibit an unusual amount of sheath stretching during testing.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. One returned unused device was found to be out of specification for sheath-ring-guide crimp joint tensile strength testing. This sample had a tensile strength value of 4.80 lbf. The specification is 5.33 lbf minimum. The second sample passed testing within product specification.